Event description:
Event description cpi received information that this implantable pulse generator (ipg) was exhibiting a status code of elective replacement past (erp) and a magnet rate of 85ppm. In january of 1996, the magnet rate was 100 ppm. In march of 1996 the magnet rate was 85ppm and now the ipg displays the erp indicator with a magnet rate of 85ppm. The patient had surgery for a sinus problem in february of 1996. The erp was cleared and the magnet rate returned to 100ppm. Cpi physician's manual 353504-004a page 30, indicates that electrosurgical cautery may cause asynchronous or inhibit pulse generator operation.